Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the 3t heater cooler, the incident occurred in united kingdom. A livanova field service engineer was dispatched at the customer site and confirmed the circulation motor to be faulty. To solve the problem, circulator motor was replaced, along with the distribution and processor board. Subsequently, all the functional tests passed with positive results and unit was sent back to customer in its expected functions. A complaints database review was performed and revealed that no similar event was received for this unit since installation in 2025. Based on the investigation findings, the root cause of the reported event has been attributed to an early failure of the circulation motor and electrical boards. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impact (drops and falls), and power overloads/surges but also to variability of micro subcomponents. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that the heater cooler 3t system displayed alarm pump 1 uses too much power (e06) and is blocked on machine patient side. Burning smell was also reported. The issue occurred during procedure. There is no patient involvement.